Event description:
It was reported that; pt dislocated hip 4 times after the first surgery. The first dislocation happened on (B)(6) 2012. Pt stated that a revision surgery wa performed on (B)(6) 2012.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.